Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/07/2014).

Event description:
Consumer complaint of about blood result reading low. I reviewed the last 5 meter memory results - results below were taken in (B)(6) 2014: time and date are not set. (B)(6) 2014- 1:33pm-71, (B)(6) 2014 -9:40am- 85, (B)(6) 2014 - 3:17am-113, (B)(6) 2014-2:16pm-63, (B)(6) 2014-1:03pm-87. Customer's main concern is the result of 55mg/dl that she got on october 12 in the morning. It was taken in the morning. She had no symptoms of low blood sugar. Her expected blood result in the morning before a meal is 101mg/dl-115mg/dl. Based on parkes error grid analysis, the bias between the result given from the trueresult meter (74) and the result obtained using another meter (174) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about blood result reading low. I reviewed the last 5 meter memory results- results below were taken in (B)(6) 2014: time and date are not set. (B)(6). Customer's main concern is the result of 55mg/dl that she got on (B)(6) in the morning. It was taken in the morning. She had no symptoms of low blood sugar. Her expected blood result in the morning before a meal is 101mg/dl-115mg/dl. Based on parkes error grid analysis, the bias between the result given from the trueresult meter (74) and the result obtained using another meter (174) is located in zone b/c. No adverse event reported.